Event description:
Respiratory therapist made rounds on ventilated patient at 7am, suctioning, oral care and checking vent settings. After providing the above care, the therapist went to care for another patient. The patient's nurse responded to the room approx 34 minutes later to find the patient apnic and the ventilator on "standby". The patient was coded and responded but the neurology consult notes anoxic brain injury/ischemic damage. The therapist does not remember putting the ventilator into the standby mode. Servo 1- acquired (B)(6) 2002.